Manufacturer narrative:
Additional information included in describe event or problem and impact codes it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Advantage af clinical study, study ID: pf106 clinical study subject ID: (B)(6). It was reported that a patient experienced a symptomatic arrhythmic recurrence. Index procedure was completed on (B)(6) 2023 with a farawave catheter. 36 ablation applications were performed in the left superior (lspv), left inferior (lipv), right superior (rspv), and right inferior (ripv) pulmonary veins. 29 ablations were completed on the posterior wall. On (B)(6) 2024 the patient reported an ECG with atypical flutter. A diagnostic ECG and electrical cardioversion (shock) was required the following day. Event was solved on (B)(6) 2024. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization. The farawave catheter is not expected to be returned as event occurred post procedure. It was further reported that hospitalization was required, the patient was admitted on (B)(6) 2024, and underwent an re-ablation procedure. The patient was later discharged on (B)(6) 2024.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Advantage af clinical study, study ID: pf106 clinical study subject ID: (B)(6). It was reported that a patient experienced a symptomatic arrhythmic recurrence. Index procedure was completed on (B)(6) 2023 with a farawave catheter. 36 ablation applications were performed in the left superior (lspv), left inferior (lipv), right superior (rspv), and right inferior (ripv) pulmonary veins. 29 ablations were completed on the posterior wall. On (B)(6) 2024 the patient reported an ECG with atypical flutter. A diagnostic ECG and electrical cardioversion (shock) was required the following day. Event was solved on (B)(6) 2024. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization. The farawave catheter is not expected to be returned as event occurred post procedure.